Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. The patient had inguinal hernias that displaced the device, leading to bad cuff coaptation and recurring incontinence. It was indicated that device worked well; however, since the cuff had a loose adjustment, there was urine loss. The patient did not experience any adverse events apart from the incontinence and was in good health following the intervention.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. The patient had inguinal hernias that displaced the device, leading to bad cuff coaptation and recurring incontinence. These inguinal hernias were not caused or contributed by the aus; they were a preexisting patient condition. It was indicated that device worked well; however, since the cuff had a loose adjustment, there was urine loss. The patient did not experience any adverse events apart from the incontinence and was in good health following the intervention.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.